Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system had a stator not on error message displayed. No pt injury was reported.